Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting a high impedance level and failure to capture. An invasive procedure was performed to analyze the system.